Manufacturer narrative:
The patient¿s date of birth was reported as an unreported date and month in 1961. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as ¿other¿; however, this was not clarified, therefore, the cause of the event was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not specified) for peritonitis. Dianeal therapy remained ongoing. Ten days after the event onset, the antibiotics were discontinued and the patient was deemed recovered. No additional information is available.